Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump unexpectedly shutdown while charging. Reportedly, the customer woke up to a black screen that turned back on after being connected to a power source. The customer's blood glucose (bg) level was 504 mg/dl which the customer treated by administering manual injections. Subsequently, the customer went to the emergency room (ER); customer¿s ketone levels were found to be 1.0 and 6.0 mg/dl. No treatment was administered at the hospital as the pump was delivering insulin as intended. The customer was released two hours later with a stabilized bg. Reportedly, the customer reverted to an alternate form of insulin therapy.